Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level at the time of event was 22.4mmol/l. Customer ate and they did not enter the correct carbs. It was unknown whether the customer was using auto mode. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.